Event description:
End user reported that the actuator on their rps350-2 lift is making noise whenever weight is put onto the lift. Actuator issues can prevent the emergency release function from operating.